Manufacturer narrative:
1038671-2023-01323 PMA 510k cannot be determined; device is unknown multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01323. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 10 months after a left total knee replacement procedure, the patient has experienced prosthesis wear and pain. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2023-01323 multiple MDR reports were filed for this event, please see associated reports: (B)(6). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1 d4 d10: concomitant devices (B)(6) 200-02-35 - three peg patella 35mm (B)(6) 02-010-01-0230 - logic femoral ps cem left sz 3. G4. H4. H6 (type of investigation). The following sections were corrected: h6 (health effect - clinical code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of failure of the cement to secure the tibial component to the tibial bone, which led to loosening at the cement-implant interface and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.